Event description:
Customer reported the light flickered when handle was engaged with blade during use. It was reported intubation was delayed, but there was no harm to the patient.

Manufacturer narrative:
Qn#(B)(4). One (1) 88800 dispogrip single use laryngoscope handle was received for investigation. Upon receipt the disposable laryngoscope blade was visually inspected for any signs of abuse/misuse/damage. Nothing was noted. Since the handle was received minus any blade that might have been used on it, only the handle was tested. A functional test could not be performed without the appropriate matching hardware. Several electrical test were performed on the handle in an attempt to recreate the condition of "flickering". The 88800 dispogrip handle is packaged with a throw-away test led. The first electrical test consisted of attaching the test led and applying the appropriate pressure to determine if the handle was operable. The test led was pushed downward which caused the led's electrical leads to make contact with the positive and negative points of the handle. Once the led was energized no flickering was observed. The second electrical test consisted of measuring the voltage of the dispogrip handle while contact pin was actuated. The volt/ohm meter read 3.187 vdc (volts direct current) with no fluctuation in the value. A review of the DHR found that the driver passed all the release criteria. The device was released in 06/2019 and is less than 1 year old. Based on the investigation performed, the condition of "light flickering" could not be confirmed. The dispogrip handle does not inco rporate a light (led). Therefore if a blade was "flickering" the blade should have been returned as well. The tests applied to the dispogrip handle do not support the notion that the handle is defective. The complaint cannot be confirmed.

Manufacturer narrative:
(B)(4).

Event description:
Customer reported the light flickered when handle was engaged with blade during use. It was reported intubation was delayed, but there was no harm to the patient.